Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump passed delivery accuracy test. No battery power loss errors or motor errors noted during testing. However, low battery alarm was confirmed in the history file and then power error were triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. The motor was tested outside of device and passed. Unit received with keypad overlay texture damage, minor scratches on case, broken belt clip rails, faded serial number label, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and unexpected battery power loss. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported multiple time motor error and battery power loss even after replacing battery. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.